Event description:
Pump delivered to clinical engineering with note unit alarming error 50. Technical manual says "clock comparison error." Functional tested unit. No error 50 alarms during test, but infusion output out of spec. Installed new battery, IV tubing and bag. Re-programmed infusion pump. Re-ran unit for almost 2 hours. Pump read 12.5 ml delivered, only 8.8 ml measured in calibrated beaker. Returned to MFR for evaluation.